Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. In addition in situ measurements show one channel with hi impedance already before the reported impact due to undetermined reasons. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. In situ testing showed affected channels. Reimplantation is considered, but no date is known yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. In situ testing showed affected channels. The user's family reported a decrease in the child's hearing response after a trauma to the head. Reimplantation is considered, but no date is known yet.